Event description:
A nurse reported that the pt had reported that there was blood backed up into the tubing set and into the medibag. When the pt was contacted, it was determined that the cassette had been hooked up backwards; the long line of thambit cassette was hooked up to the medibag and the short line to the pt. There were no reports of any adverse pt events associated with this malfunction.